Manufacturer narrative:
Upon further investigation, the following has been reported that the issue was discovered during testing during preventive maintenance. Therefore, this complaint no longer meets reportability requirements.

Event description:
The biomed engineer reported that the v60 is displaying a low leak-co2 rebreathing risk 1203 diagnostic code. The customer contacted product support and confirmed diagnostic code 1203 in the v60 significant event log. Biomed reports being able to reproduce the diagnostic utilizing the v60 bi-pap test connector. Product support advised customer that the recommended repair is to replace the v60 flow sensor assembly. Additionally, he advised customer that the v60 gas delivery system may also be replaced. The customer reported that the unit was in use on a patient, but there was no patient harm reported.